Event description:
Event involved a primary plum set, clave port, clave y-site, secure lock, 103 inches where the reporter stated that the device y site broke from the tubing when the rn was flushing with 10 cc syringe being attached to the clave. They stated that the rn was connecting as always; no extra pressure was applied. While twisting the flush to connect with the leur lock, the clave broke from the tubing. There was unknown patient harm and unknown unknown adverse event as a result of this event.

Manufacturer narrative:
Device has been received but evaluation has not been completed.

Manufacturer narrative:
Investigation summary one (1) used list# 146870489, primary plum set, connected to one (1) used 100ml IV bag and one (1) used 10ml syringe were returned for evaluation. As received, the y-site clave housing was disconnected from the set and connected to the 10ml syringe. The y-site housing had a crack with a white particle inside the crack. The exposed y-site clave spike was bent. No other damage or anomalies were observed. The returned syringe met product specifications. A device history review could not be conducted because no lot number(s) was/were identified. The reported complaint of a broken y-site could be confirmed. The probable cause is low viscosity plastic resin in combination with a small inclusion during molding in salt lake city. This failure mode is a known defect covered in ICU medical risk documents and can happen at low frequency.